Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced glare/haloes. The lens was explanted and the problem was resolved. The cause of the event was reported as unknown. It was additionally noted "remove and no longer implant".

Manufacturer narrative:
Manufacturer narrative: significant glare and/or halos (under night driving conditions), secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).